Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. Outcomes attributed to ae was incorrectly documented. (Required intervention) was omitted. Section has been updated.

Event description:
Customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. However, it is unknown if the customer replaced batteries or if the batteries were inserted correctly as the customer refused to troubleshoot the power issue. However, customer further reported he was rushed to the hospital where he remained for one day, however no additional information was provided by the customer as he declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. However, it is unknown if the customer replaced batteries or if the batteries were inserted correctly as the customer refused to troubleshoot the power issue. However, customer further reported he was rushed to the hospital where he remained for one day, however no additional information was provided by the customer as he declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.